Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification which identified broken occluder feet and a cracked mainbody. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; leak testing and clamp-function testing identified a leak through the set due to broken occluder feet. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the main body of a transfer set was cracked. The patient was connected at the time of the event. There was no patient injury or medical intervention reported. No additional information is available.